Event description:
It was reported that balloon rupture occurred. A 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon exploded upon inflation at 26 atmospheres. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
G2 - report source: corrected to 'company representative, health professional, user facility, and distributor/importer.' D2b - pro code (product code): lit, dqy. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 8mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. A 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon exploded upon inflation at 26 atmospheres. The procedure was completed with another of the same device. No complications were reported.